Manufacturer narrative:
Initial reporter phone: (B)(6). The device evaluation was completed on 2/2/2021. The device was visually inspected and the hemostatic valve was found dislodged inside of the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, since microscope testing was performed and evidence of mechanical damage was observed on the hemostatic valve. This damage also suggests that they tried to introduce the dilator not in a straight position as indicated on the odp. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle as damage to the sheath valve may occur. A device history record evaluation was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation. Initially, it was reported that the dilator could not be inserted into the sheath. The issue was resolved by changing the sheath to another sheath. The procedure was completed without patient consequence. The obstructed sheath event was assessed as not MDR reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 1/25/2021 that the hemostatic valve was found dislodged inside of hub. The lab finding of the hemostatic valve separation was assessed as MDR reportable. The awareness date for this finding is 1/25/2021.